Event description:
A (B)(6) male pt contacted zoll customer support to report his monitor was displaying a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a defective y402 crystal oscillator on the monitor c/a board. The oscillator was not producing an output. The root cause for the defective y402 crystal oscillator could not be positively identified. No adverse event resulted from the defective oscillator. The pt rec'd a replacement monitor.